Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 19-nov-2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 01-dec-2021. [Additional information]: the healthcare professional reported that during an aneurysm embolization procedure, the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30579185) was used as the last filling coil during the procedure, when the coil is completely filled, it could not be detached when it was connected to the connecting cable and detachment box. The battery power was checked and determined to be sufficient. The physician switched to a new cable and attempted to detach the coil again. The detachment button as pressed seven (7) times and the coil still could not be detached. The complaint coil was replaced to complete the procedure. There was no report of any patient injury or complication. On 01-dec-2021, additional information was received. The information indicated that the aneurysm embolization procedure was targeting an anterior communicating artery (acom) aneurysm. The complaint coil was successfully removed from the patient; it was still attached to the delivery system when it was removed, but it was reported to be stretched. The sl-10® microcatheter (stryker) was used with the complaint coil; the same microcatheter was used to complete the procedure. The connecting cable used was the not the enpower control cable, it was the ccb00015700. Upon pressing the power butting, all the lights did illuminate; the system ready light illuminated. It was also reported that during the seven (7) attempts to detach the coil, the detachment light did illuminate and the audible signal beep was heard. All connections appeared to fit properly without application of excessive force. The reported issue did not result in a clinically significant delay in the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an aneurysm embolization procedure, the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30579185) was used as the last filling coil during the procedure, when the coil is completely filled, it could not be detached when it was connected to the connecting cable and detachment box. The battery power was checked and determined to be sufficient. The physician switched to a new cable and attempted to detach the coil again. The detachment button as pressed seven (7) times and the coil still could not be detached. The complaint coil was replaced to complete the procedure. There was no report of any patient injury or complication. On 01-dec-2021, additional information was received. The information indicated that the aneurysm embolization procedure was targeting an anterior communicating artery (acom) aneurysm. The complaint coil was successfully removed from the patient; it was still attached to the delivery system when it was removed, but it was reported to be stretched. The sl-10® microcatheter (stryker) was used with the complaint coil; the same microcatheter was used to complete the procedure. The connecting cable used was the not the enpower control cable, it was the ccb00015700. Upon pressing the power butting, all the lights did illuminate; the system ready light illuminated. It was also reported that during the seven (7) attempts to detach the coil, the detachment light did illuminate and the audible signal beep was heard. All connections appeared to fit properly without application of excessive force. The reported issue did not result in a clinically significant delay in the procedure. The complaint product was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received. Visual inspection was performed. The complaint device was observed to be in good, normal condition. There was no appearance of damage nor anomaly. Microscopic inspection was performed. Under magnification, the resistance heating (rh) coil was observed to have been heated. The distal outer sheath could be observed to be severely melted; indicating that the detachment process was initiated multiple times. The embolic coil component was not returned with the rest of the device. Functional testing: the resistance of the 1.00mm x 3.00cm galaxy g3 mini was measured with a multimeter. The resistance was measured to be 53.9 o; this is within the specification range of 48.5 o ¿ 56.0 o. The device was then connected to a detachment control box with a lab sample enpower control cable and the power was turned on. The system ready light became illuminated. A review of manufacturing documentation associated with this lot (30579185) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during the procedure targeting an acom aneurysm, the complaint coil was used as the last filling coil, but it could not be detached when it was connected to the connecting cable and the detachment control box. The connecting cable and detachment control box were checked and confirmed that power was sufficient. It was stated that the connecting cable used was not the enpower control cable. Upon pressing the power butting, all the lights did illuminate; the system ready light illuminated. It was also reported that during the seven (7) attempts to detach the coil, the detachment light did illuminate and the audible signal beep was heard. The complaint coil was reported as successfully removed still attached to the delivery system, but the coil was in stretched condition. The embolic coil component was not returned for evaluation, therefore, the reported issue that the coil was in stretched condition when it was removed could not be confirmed. The complaint device was returned with the rh coil showing evidence of being heated; the distal outer sheath was severely melted, an indication that the detachment process was likely initiated multiple times as reported, ¿the detachment button was pressed seven times.¿ even though the embolic coil component was not returned for evaluation, the functional test was performed without difficulty. The complaint device was connected to a detachment control box and a lab sample enpower control cable. The power was turned on and the system ready light illuminated. Additionally, the complaint device met electrical specification. Based on these findings, the reported issue that the coil failed to detach was not confirmed. The complaint also indicated that the connecting cable used was not an enpower control cable. This and other procedural factors may have contributed to the reported issue of failure to detach. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re sheathing the microcoil system, and replace with a new microcoil system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30579185) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an aneurysm embolization procedure, the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30579185) was used as the last filling coil during the procedure, when the coil is completely filled, it could not be detached when it was connected to the connecting cable and detachment box. The battery power was checked and determined to be sufficient. The physician switched to a new cable and attempted to detach the coil again. The detachment button as pressed seven (7) times and the coil still could not be detached. The complaint coil was replaced to complete the procedure. There was no report of any patient injury or complication.